Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile analysis noticed numerous separations on the catheter shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported the shaft broke. During preparation for a thrombectomy procedure, a fetch®2 catheter was removed from the product packaging, advanced over a guidewire and broke into pieces. The catheter never made it into the guide catheter.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the shaft broke. During preparation for a thrombectomy procedure, a fetch® 2 catheter was removed from the product packaging, advanced over a guidewire and broke into pieces. The catheter never made it into the guide catheter.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported the shaft broke. During preparation for a thrombectomy procedure, a fetch2 catheter was removed from the product packaging, advanced over a guidewire and broke into pieces. The catheter never made it into the guide catheter.